Manufacturer narrative:
Investigation summary- material (245122) is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 4235684 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, torquing, and filling processes were within specifications. In-process checks were performed at the designated intervals. Checks for fill volume were complete and within specifications per procedures. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch for this defect. Retention samples from batch 4235684 were available to use in this investigation and were tested per the standard performance protocol to confirm growth support. Performance testing of retention samples from batch 4235684 was satisfactory. No physical or performance defects were observed in the retention samples. No return samples or photos were available for investigation. This complaint cannot be confirmed. Bd will continue to trend complaints for performance defects.

Event description:
It was reported when using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, one (1) false negative patient result was obtained from a mgit instrument. Upon performing a kinyoun stain, the patient sample was positive. In addition, the patient was a known positive. There were no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, one (1) false negative patient result was obtained from a mgit instrument. Upon performing a kinyoun stain, the patient sample was positive. In addition, the patient was a known positive. There were no health impact or consequences reported.